Event description:
Customer reports that: "device had to be revised after leakage being verified at the incision. After explanted, it was observed a crack between the siphon-guard and the valve and a second crack on the valve housing."

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.